Event description:
Customer reported unexpected negative reactions on when testing a patient sample with capture-r ready screen 3 (crrs3) and capture-r ready-ID (crrid) on the echo. Patient has a known anti e.

Manufacturer narrative:
Review of instrument results: all cells from crrs3 resulted as negative for all screening cells. Review of the well image for screening cell 2 image shows a button with no cell adherence. All cell from crrid resulted as negative. E positive cells are 1, 3, 6, and 7. Visually all cells appear negative. Customer states that a known anti-e sample is reacting as expected using the same reagents. Customer received a new lot of crrs3 (lot r163) and re-tested sample and received the expected results. This issue appears to be related to the nature of the sample.